Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device shut down while on a patient; post timer/24v failure. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The field service engineer confirmed the reported problem and replaced the power supply to resolve this issue.

Manufacturer narrative:
The power supply was tested and no failures were identified.

Manufacturer narrative:
The fse replaced the sensor pcb in addition to the power supply. Root cause : the shorted c114 on the sensor board created the 1014 error code vent inop.